Event description:
It was reported that there was a speaker malfunction inop. The speaker is not working and no alarms noise. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer(biomed) and confirmed a ¿speaker malfunction¿ inop message was displayed on the device and the speaker failure to produce sound. The cause of the reported problem was a faulty speaker. The customer was provided replacement parts to resolve the issue.